Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 2 months ago. Aneurysm and vessel morphology were not reported. The endurant bifurcated stent graft was implanted w/o issues, and a bare metal stent from another MFR had been placed in the renal artery. It was reported that the 30 day CT scan revealed that there was an extruded soft plaque from the bare metal stent. Thrombus, which covered approx 100 degrees of the posterior aorta at the level of the renal arteries, had moved into the lumen of the aorta. The physician has planned to intervene at a later date. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (arterial/vessel occlusion), (bare metal stent from another MFR). Conclusion: (bare metal stent from another MFR).